Manufacturer narrative:
Initially the facility reported that there was no impact to the patient. Nearly a month after the initial report the facility reported that there was damage to the iris. The device in question was returned with the glue joint broken and tangled inside the cannula which made analysis impossible.

Event description:
Upon completion of cataract surgery the malyugin ring was being retracted into the cannula of the injector when iris damaged was observed. The ring was removed and there was no further impact to the patient. Post-op the surgeon stated that there was no further problems were anticipated.